Event description:
It was reported that during endoscopic lumbar discectomy the bur was broken . No patient impact reported. It was also reported that there were no fragments left inside the patient and there was a delay of 5 minutes as a result of the event. The additional intervention was performed to replace the broken tool with another micro bur. The procedure was completed with the backup products. On follow-up it was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn, as the device was not returned. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-tt12amis, serial (B)(6) , (B)(4) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.